Event description:
Ous MDR - it was reported that 60 months after the implant the lead was explanted due to elevated shock impedance greater than 150 ohms.

Manufacturer narrative:
(B)(6) 2017 - we were notified that this complaint was reported on the wrong serial number (B)(4). This file has been updated to the correct serial number, model name and model number (10354546). The rest of the data remains the same. Upon receipt, the lead under complaint was found cut approx. 54 cm proximal to the lead tip. Only the distal fragment was received for analysis. The returned lead fragment was visually and electrically analysed. The analysis revealed multiple signs of wear along the lead body. In particular around 8 cm proximal to the lead tip the insulation was rubbed through. In this region the conductor cable to the shock coil was fractured. This damage can be considered as the root cause of the shock impedance >150 ohms. Based on the characteristics of the damage it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state due to constant interaction with modified tissue. Diagnostic images clarifying this assumption were not available. Furthermore the shock coils were found deformed which most likely occurred during the extraction procedure. Due to the fragmented state of the lead the mechanical analysis was not feasible. During the electrical analysis a broken contact in the conductor to the shock coil was confirmed. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.